Event description:
On (B)(6) 2010 a miniarc sling was implanted to treat urinary incontinence. On (B)(6) 2011, vaginal mesh exposure required out-patient surgical procedure to "excise."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.